Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to corroded keypad traces noted. No unexpected button error alarms noted during testing. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 6.3 mmol/l. No significant events leading to the alarm were observed and to revert to their back-up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)